Manufacturer narrative:
No further information was able to be obtained. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that after the laser fired the center position was not completed but the spokes position was complete. The ophthalmologist completed the procedure manually with no patient harm. Additional information requested.